Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the unit was unable to power up due to a defective digital signal processor.

Event description:
It was reported that all indicator lights on the previously working remote monitor were blinking at once. It was not able to be successfully reset. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.